Event description:
Reportedly, a 29 mm valve was explanted after an implant duration of (B)(6), due to mitral regurgitation (mr). The customer reported that a s.a.v. 665029 mm was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr) led by prolapse of the anterior leaflet. Implant was conducted at another facility on (B)(6) 1998. In (B)(6) 2010, symptoms of heart failure appeared. From (B)(6) 2012, the patient lost appetite. From the morning of (B)(6) 2012, dyspnea was observed. On (B)(6) 2012, the patient was transferred to this hospital by helicopter and admitted. Level iii to IV mitral regurgitation was observed. On (B)(6) 2012, the valve was explanted and replaced with a perimount plus valve, model 6900ptfx29. At explant, part of the leaflet was found to be inverted to the left atrial side. Tricuspid annuloplasty (tap) was also performed and an mc3 ring, model 4900t30 was implanted during the same surgery. The patient was under treatment as of (B)(6) 2012.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 6625 which is marketed in the u.s. (B)(4) = suture loop. Claim of explant due to mitral regurgitation cannot be confirmed. However, the valve exhibited tears in the tissue. Suture loop was detected at the right/non coronary leaflets attachment site. Host tissue overgrowth was noted onto the suture thread. Tissue tears were noted at the region of the suture loop; they measured to approximately 6-8 mm at the right coronary leaflet and the non coronary leaflet. Tissue tear at opposite attachment sites of the left coronary leaflets were detected. At the right left attachment site the tear measured to approximately 18 mm. Calcification was noted in the region of the tear. At the left non coronary attachment site, the tear measured to approximately to 9 mm swollen and thickened fiber bundles are evident in the region of the tears as well. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 1-2 mm. Moderate host tissue overgrowth encroached onto aortic wall at the outflow aspect by 6 mm. Host tissue was moderate at the stent inflow and the stent outflow. The x-ray demonstrated calcification. (B)(4) = x-ray. The device history record (DHR) review is currently in process. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.